Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('films show essure misplaced, partially in the uterine fundus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dental examination on (B)(6) 2020, physical breast examination on (B)(6) 2019, pap smear on (B)(6) 2019, pelvic examination on (B)(6) 2019, pelvic pain female, dysmenorrhea, abnormal uterine bleeding, abnormal glucose tolerance of mother, antepartum, anemia, backache, depressive disorder, menorrhagia, electromyogram abnormal, overweight, spontaneous abortion, thyroiditis, unspecified acute reaction to stress, chlamydial infection nos, vitamin d deficiency, urinary tract infection, cholecystectomy and uterine fibroid. Previously administered products included for an unreported indication: hydroxyzine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: state of residence at time of placement: arizona discrepancy noted: essure insertion done as per mr is essure done (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: impression: echogenic structure in the uterine fundus likely iatrogenic, possibly a form of birth control. Uterine enlargement potentially due to fibroids. Films show essure misplaced, partially in the uterine fundus; on (B)(6) 2020: no acute abnormality. Linear echogenic area in the fundal portion uterus. May be a contraceptive device but correlate with history. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device expulsion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received: reporter, medical history, historical drug and essure removal details added. Previously reported event "injury to her self" was replaced with "films show essure misplaced, partially in the uterine fundus" . Reporter causality added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.